Event description:
The pump had more volume than expected. The actual reservoir was 3 mls; the expected reservoir volume was not reported. The patient had been having constant pain despite escalating medication doses. The patient also reported that she had lost a lot of weight and the pump moved a lot. The health care professional (hcp) attempted a side port injection and it was unsuccessful. An MRI was done (date not reported) to rule out a granuloma. The results showed swelling and inflammation but did not confirm a granuloma. The hcp took the patient to surgery and attempted to remove the catheter but due to scar tissues/ swelling was unable. The pump was filled with saline and unspecified oral medications were ordered. The hcp planned to replace the catheter at a later date. The pump was used to deliver hydromorphone 50 mg/dl, bupivacaine 40 mg/ml, and compounded baclofen 1500 mcg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.